Manufacturer narrative:
Updated field: describe event or problem. Additional initial reporter: (B)(6). Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 39.9cm from iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the sensor cable. The optical fiber was found to be broken confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure message and abnormal blood pressure (bp) numbers appeared on the pump. The getinge representative advised the customer to attempt to transduce the central lumen and that was successful. All connections were already in place and they were then advised to remove the fiber optic cable from the pump. They were able to aspirate and flush for a better waveform and then continued therapy without issue. The difference in the fo and the transduced lumen was explained to the customer and they were advised on flushing and keeping level. The iab was in use for approximately two days. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure message and abnormal blood pressure (bp) numbers appeared on the pump. The getinge representative advised the customer to attempt to transduce the central lumen and that was successful. All connections were already in place and they were then advised to remove the fiber optic cable from the pump. They were able to aspirate and flush for a better waveform and then continued therapy without issue. The difference in the fo and the transduced lumen was explained to the customer and they were advised on flushing and keeping level. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).